Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that there was no power to the bed due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer ordered parts for repair. Follow-up submitted with evaluation results.

Event description:
It was reported by repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.